Manufacturer narrative:
Recurrence rates and form of recurrence after endoluminal ablation of the great saphenous vein phlebology (2020) 49: 222¿230 10.1055/a-1033-2736. Average age. Majority gender. Event date: date of article publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A retrospective comparative study on the occlusion rate of insufficiency vsm was carried out in 297 patients. Closurefast ablation device was one of the devices used in the study with 94 patients treated with the device. All patients were operated on under tumescent local anesthesia (tla), depending on the patient's wishes or severity of lateral adestal varicose vein combined with analgosedation or intubation anesthesia. According to the study protocol, the follow-up checks took place 14 days, 3 months and 1 year postoperatively and then annually. 95% functional success was reported for closurefast treatment at follow up. Deep vein thrombosis occurred in one of the patients treated with the device. Other patients experienced ecchymosis, hyperpigmentation, pain and sensitivity disorder.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.